Event description:
It was reported that this patient received a generator and lead replacement due to high impedance. The explant facility historically does not return explanted products and do not want to be contacted regarding product return. No further relevant information has been received to date.

Event description:
It was reported that this patient is being referred for a full revision, due to high impedance and an increase in seizures, including a hospital visit recently from a seizure. Additional information was received indicating that the cause of the high impedance is unknown, and the patient had not had their vns interrogated in a while. The patient first experienced the increase in seizures a few weeks ago, but the increase in seizures is still less than pre-vns baseline. The believed cause of the increase in seizures is thought to be related to the observed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.